Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00165. This second MDR is being submitted for the second suspect product, also a device mfg by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. The pt was skin tested years ago and received treatment for years from another physician. The skin test was repeated by the physician and was considered to be negative. The pt received 1.0cc of bovine collagen in the nasolabial folds and perioral lines. The treatment was uneventful. The pt called to report that the test site had turned red shortly after the treatment. The pt also reported that the treatment sites had not shown any symptoms. The pt came to the physicians office expecting to get another treatment. The physician observed erythema and some beading at all the treatment sites and the test site. The physician diagnosed hypersensitivity and told the pt the pt is contraindicated for bovine collagen. The pt was given a prn prescription for oral zyrtec.